Manufacturer narrative:
Event date: this event occurred during the unspecified date and month of 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified infusors under infused. The device "infused slower than expected with some liquid still left". The exact volume remaining was not reported. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.